Event description:
Customer reported to beckman coulter, inc. (Bec) that the cartridge chemistry (cc) side of the unicel dxc 800 synchron system was giving level sense errors when they tried to run quality control (qc). Customer reported that there was a water leak under the cc reagent syringe. Customer reported that the leaked fluid was confined to the area under the reagent syringe and did not leak onto the floor. Customer reported that the amount of water that leaked was about 20 to 30 ml, and covered an area of about one foot by 2.5 inches under the reagent syringe. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) determined the leak was related to either the shear t-valve or the syringe. The fse removed and replaced the shear t-valve and the syringe.

Manufacturer narrative:
(B)(4).